Manufacturer narrative:
Concomitant products continued: dtba1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an appropriate shock for ventricular fibrillation (vf) and transmitted a remote interrogation. The remote report indicated ventricular undersensing in a non-sustained ventricular tachycardia (nsvt) episode on the right ventricular (rv) lead. A follow up with the patient¿s healthcare provider indicated that no intervention was performed for the rv lead undersensing. The lead remains in use. No patient complications have been reported as a result of this event.